Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n278802, implanted:(B)(6) 2011, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. Every now and then the patient was having a pain above where the stimulator was. It was noted that the doctor told her the implantable neurostimulator (ins) should last 7-9 years. At night she would turn stimulation down because she could not sleep with the vibrations. The pain started just above the ins, which was in the right waist line. The pain went from the upper waist line to the right side of the body and went to just below the right shoulder blade. This was a new pain and she had never had pain like this before. She had no falls or trauma. It was noted that the ins was implanted for pain in the nerves of the right leg. The pain was a real sharp, stabbing pain. It felt like an electrical shock. The patient thought the pain could be from the ins stimulation system because the pain was only on the right side of the body where the ins was. She had no pain on the left side of the body. The patient spoke to her doctor about a week ago and he told her to contact a manufacturing representative (rep) and have it checked, then if needed the doctor would check into it. The patient was going to call her rep about scheduling a time to have the ins checked. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.